Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the self test was failed and hardware low level failure alert occurred. Customer's blood glucose level was 240 mg/dl. Customer reports they were able to clear the alarm. Customer states they did not receive request to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer also performed displacement test and it was passed. Customer stated due to insulin pump error customer had high blood glucose. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.